Manufacturer narrative:
Actual device involved in the incident was evaluated (service field engineer). Device from controlled, non-released inventory evaluated. A collimator was used from the production floor. Method code - mechanical tests performed. Tests performed to simulate potential movement of the collimator without a chain. Result code - collimator. When the collimator chain falls off its track or is broken, the collimator position is no longer controlled by the drive motor. Result code - potentiometer. A hardware fault (hwfa) interlock will occur within 3 degrees of rotation when driving the collimator. However, when the collimator chain falls off its track and the gantry alone is rotated the collimator may rotate a total of 11-12 degrees without being detected by the potentiometer. The maximum degree of rotation depends on where the chain was broken and balance of the collimator. The collimator stops when the chain binds, snags, reaches a mechanical limit, or with a hwfa interlock. Conclusions code - device failure directly caused event. Investigation into this issue has determined that there was less than 1% of the weekly prescribed dose, so there was no serious injury to the patients treated. This issue has previously been reported complaint (manufacture report #2914292-2006-00023). A product modification has been developed that will monitor the collimator chain tension and initiate an interlock if any chain slippage or breakage is detected.

Event description:
The user reported that a "few" patients received less than 1% of variance from the weekly planned dose. The user stated that at some point the gantry hit the couch, bending the rear retainer and knocking the collimator chain off the track. The customer didn't know when the gantry hit the table. The customer noticed this when he collimator would not move to the next position. The collimator had rotated about 10 degrees and the read-out stayed the same.